Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in czech republic (returned to rrc on 2022-07-04). The evaluation/investigation confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply (hvps) board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure at an unknown date, the electrosurgical generator "esg-400" displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.